Manufacturer narrative:
(B)(4). One photo was provided. The photo shows two pieces of tissue with staples on it. Three staples can be seen unformed. The condition on the staples could be due to the device not being fired through a full firing stroke. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested and the following was obtained: did the increased time under anesthesia change the post-operative care of the patient? Nothing significant. Patient was just monitored closely. No issues. If yes, please describe. How much blood was lost (mls)? Cannot recall. Did the patient require a transfusion? No. What is the current patient status? Recovering well.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the procedure was prolonged over three hours and there was more blood loss. Did the increased time under anesthesia change the post-operative care of the patient? If yes, please describe. How much blood was lost (mls)? Did the patient require a transfusion? What is the current patient status?

Event description:
It was reported that during a colectomy, when the ecs33a was removed from the colon after firing, it was reported that the anastomosis completely came apart as if the staples did not deploy properly or form. Another device was pulled, this time a ecs29a. The device was fired correctly with the rep in the room, however the donuts were not complete. It looked as it the circular stapler was fired on open staples from the previous device and a leak test was performed with bubbles. The surgeon completed the anastomosis with hand-sewing technique. The belief is that the first stapler did not deploy staples properly and only cut the colon. Prolonged procedure over 3+ hours additional. More blood loss and time under anesthesia. Action taken for procedure:new device used plus hand sewing anastomosis